Manufacturer narrative:
B4: 09sep2021. An authorized service personnel (asp) was dispatched to the customer site and it was determined that the touchscreen needed to be replaced to return the device to working condition. The asp replaced touchscreen to resolve the issue and bring the device back to functionality. Following the repair, the device was placed back into service. Although requested to be returned, the removed component was not received for evaluation at this time; therefore, the root cause at the component level could not be determined. An evaluation will be performed if the removed component is received, and an additional report will be submitted.

Manufacturer narrative:
Date of report: 02aug2021. There was no patient involvement.

Event description:
It was reported to philips that the device had a touchscreen failure. The device was not in clinical use at the time of the event. There was no report of patient or user harm.